Manufacturer narrative:
Without product reference/batch # and return product, the manufacturer could not conduct neither product investigation nor documentary review. Therefore it is not possible to confirm the reported defect "infection". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2012, patient underwent right internal jugular placement of an angiodynamics xcela product at (B)(6) in (B)(6), performed by dr. (B)(6). On or about (B)(6) 2012, patient presented to (B)(6) in (B)(6) with complaints of an infection. Her medical team determined that she developed a bloodstream infection. On or about (B)(6) 2012, dr. (B)(6), removed the xcela device at (B)(6).